Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries are not holding a charge under load as long as it used to. The manufacturing representative replaced all 8 trays of batteries. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: kit svc o2 bi71000162 tray asy 2 battery kit svc o2 bi71000163 tray asy 4 battery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) batteries are not holding a charge as long as expected. There was no patient present at the time of the event.